Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus; however, the device was able to be visually inspected via photos. Based on the results of the investigation, the probable cause of the suggested event was likely due to physical stress such as hitting/dropping distal end or chemical stress such as chemical solution used. It was also stated that the suggested event was detected via a third-party device inspection. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the flex video scope had a leak at the elevator knob. The issue was discovered at reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and evaluation of photos found a crack and gap at the distal end, there was a leak from the elevator knob, the aspiration channel cylinder port was discolored, there was angle knob play, the insertion section was wrinkled/buckled, the light guide tube was cut and scratched, and the lg lens has corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.